Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference case: (B)(4).

Event description:
It was reported that the instrument does not work correctly, it does not cut, the working element heats up, the handles of consumables are damaged, it has already caused harm to a patient. Adverse consequences for the patient: urethral injury, diagnosis from cystoscopy, urethral injury with tearing and bleeding. The patient is out of the hospital and is under observation. The patient was given an appointment in a month to perform a cystoscopy and check the patient's progress. Cross reference is covered under medwatch: 9610617-2024-00310.

Manufacturer narrative:
Device evaluation: since the product is in good condition and not damaged, it is concluded that the application was faulty. According to the customer's description, the sling did not work. This indicates that it was incorrectly installed. As described in the IFU, it must engage audibly, otherwise the function may be impaired. However, since the article was labeled "vitalmex.", it can be concluded that it was repaired by an external company. Furthermore, the device shows no visible damage and is in good condition. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section b5, d9 and e1. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information was provided that the patient had to stay in the hospital for 2 more days to perform the cystoscopy. The subsequent cystoscopy had to be performed to diagnose the status of the urethra.